Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (2gm, once in every 5 days, ongoing, route and duration were not reported) and tobramycin injection (40mg per day, ongoing, route and duration were not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was discontinued and the patient was shifted to hemodialysis (twice a week). No additional information is available.